Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic complaining of pocket heating. The device was checked and high thresholds were observed. There were no other electrical anomalies. A chest x-ray was suggested. Programming changes were made and the patient will be followed normally.

Event description:
New information notes that nothing else happened with the pocket heating. When the device was checked there was no heating on the pocket.